Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose of 400 mg/dl; prior to the high blood glucose the customer's insulin pump alarmed with no delivery. The patient's blood glucose was treated with insulin pump therapy and insulin drip. The patient felt sick as a result of the high blood glucose. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. The customer attempted a prime but insulin did not exit. The customer rewound the device. She then disconnected and reconnected the infusion set and reservoir. Another prime was attempted and insulin exited the tubing. The customer was advised that the insulin pump was working as designed. However, the customer wanted the insulin pump replaced; the device will be returned for analysis and a replacement device will be shipped to the customer.